Manufacturer narrative:
Open circuit readings along with visualization of a bend in the implanted lead indicate the likelihood of a fracture within the lead. There are no reports of any specific events leading up to the change in therapy. The explanted components were not released by the medical facility and thus unavailable for further inspection and testing by the firm.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. In (B)(6) 2026 the patient reported loss of therapy that was not improved with turning up the program power. On (B)(6) 2026 the patient was seen for system assessment and found open circuit impedance readings on all 4 contacts of the single implanted lead. Imaging showed the lead was bent and potentially fractured. On (B)(6) 2026 a lead replacement was performed. During the procedure the implantable pulse generator (ipg) was damaged and also required replacement. The patient was seen for post-op follow-up in (B)(6) 2026 and reports therapy has been restored.